Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during the investigation, a review of the black box data revealed a ¿(B)(4)¿ alarm, the failure is defined as a language file corruption while retrieving the language text. The ¿(B)(4) ¿ failure was written as a ¿(B)(4)¿ failure in the black box. The error is resident to flash chip (B)(4) . A hard ¿(B)(4)¿ alarm was reproduced at power up. The pump was unable to recover from (B)(4) alarm after reboot. Investigators were unable to complete further testing due to the hard alarm. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged there was a call service 006 alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.